Event description:
It was reported when using the pyxis medstation es system, drawer is not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the hta indicated the drawer was open, despite it being closed. A field service engineer, replaced drawer and interface board to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.